Manufacturer narrative:
Concomitant medical products: juvéderm® voluma¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient on the face and neck with 1 ml juvéderm® volite¿, in the lower eyelid with 0.8 ml of juvéderm® volbella¿ with lidocaine and in the malar region and cellulite on the buttocks with 1 ml of juvéderm® voluma¿ with lidocaine. The patient developed ¿late edema¿ after 2 months, with the worse reaction on the neck. The patient was diagnosed with ¿panniculitis¿ in the injection sites. The patient was treated with 1 session of hyaluronidase and was prescribed antibiotics and corticosteroids. The edema of the eye area was observed as ¿stiff, appearing to be calcified.¿ the event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00764 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.